Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unable to test with glucose meter due to the unresponsive buttons. The device also was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. The unit was received with corroded motor and electronic assemblies.

Event description:
Customer reported going swimming with the insulin pump on and stated that it was beeping button error alarm. Customer also noticed condensation under the display of the insulin pump and stated that their blood glucose readings were high due to not having a good lunch. Customer also stated that their blood glucose readings were not being sent to the insulin pump. Customer's blood glucose reading at the time of the call was 260 mg/dl and has treated. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.